Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: the contrast button of the keypad was under responsive to user presses but all the other buttons responded properly. There was contamination found under the contrast button contact. There was no physical damage on keypad. The keypad cover was removed and there was contamination found on the button contact. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and there was evidence of moisture found on the support bracket and near the keypad flex connector. The initial complaint was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.